Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed - other empirical based on accounts by the edwards clinical specialist present during the procedure. Available information suggests that the anatomical challenge with large gap likely contributed to the event due to this presenting positional challenges. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where a single leaflet device attachment (slda) occurred. Baseline tricuspid regurgitation (tr) was grade 5+ with largest gap of 12mm. The first ace was implanted at antero-septal commissure without problems. The second device got released right beneath in antero-septal for zipping technique. Implanters and echocardiographer including the clinical specialist had no reasons against deployment of the device, but after release the device detached from the septal leaflet. A third device that was planned anyway and got implanted next to the detached device and was able to stabilize it. A fourth ace was then implanted postero-septal. Final tr was 3+. There was a significant reduction of the pressure in the right atrium. The physicians were satisfied with the tr reduction. There was no harm to the patient.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: 2023-26238-01 b2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted